Event description:
During routine testing of the device, the repair technician reported the battery failed. The repair technician installed a new auxiliary board and the battery passed the functional test without issues. Since the event occurred during routine testing, there was no patient involvement during this event.